Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump alarmed pump error 3, 53 and 28. It was also mentioned that customer has received pump error 28 more than 3 times. Blood glucose level was unknown at the time of the incident. No further details were provided. The insulin pump will be returned for analysis. Frn- reservoir.

Manufacturer narrative:
The insulin pump passed the self test and the displacement test. No unexpected software error detected, the main arm cannot communicate with the motor arm, or the hardware rtc date and time disagrees with the software maintained date and time alarms during testing however, software error detected alarm (line number 32000 file number 459), the main arm cannot communicate with the motor arm alarm, and the hardware rtc date and time disagrees with the software maintained date and time alarm are found in the formatted history file due hardware fault, problem isolated to the electronic assembly. No unexpected failed battery test/battery failed alarm noted during testing.